Event description:
It was reported by the rep that the (1) er320 was used during an unknown procedure. It was reported that the clip formed incorrectly. There was no pt consequence. There are no other details available.